Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was not aspirated when the catheter was inserted and the patient experienced st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted into the left atrium (la) and the farawave catheter was inserted into it. It went unnoticed at this time that the sheath had not been aspirated after catheter insertion. The catheter was placed in the flower shape in the left superior pulmonary vein (lspv) and an ablation delivery was made, but an st segment elevation was observed as the deliver button was pressed. This was brought to the physician's attention, who thought it was due to the first pulse delivery, but it was confirmed by checking the recording system that the st segment elevation was present prior to the first pulse delivery. After a few minutes the st elevation resolved, and the procedure was continued to completion. The next day the physician confirmed that the patient was fine and had no lingering complications and that the sheath had not been aspirated after insertion of the farawave. This is believed to be the cause of the st segment elevation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; however, the device use error was confirmed via the labeling review. Due to the post-mapping observation that the sheath was not aspirated during catheter advancement, this constitutes a user error. The instructions for use (IFU) states, "advancement or withdrawal of catheters should be followed with appropriate aspiration and flushing. Following insertion of catheter into the hemostatic valve aspirate via the side-port until air bubbles are no longer seen to prevent air embolism from occurring."

Event description:
It was reported that the sheath was not aspirated when the catheter was inserted and the patient experienced st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted into the left atrium (la) and the farawave catheter was inserted into it. It went unnoticed at this time that the sheath had not been aspirated after catheter insertion. The catheter was placed in the flower shape in the left superior pulmonary vein (lspv) and an ablation delivery was made, but an st segment elevation was observed as the deliver button was pressed. This was brought to the physician's attention, who thought it was due to the first pulse delivery, but it was confirmed by checking the recording system that the st segment elevation was present prior to the first pulse delivery. After a few minutes the st elevation resolved, and the procedure was continued to completion. The next day the physician confirmed that the patient was fine and had no lingering complications and that the sheath had not been aspirated after insertion of the farawave. This is believed to be the cause of the st segment elevation.